Event description:
A malfunction was reported with the pump, which led to the customer's blood glucose level exceeding 500 mg/dl, though the specific value was unknown as it was displayed as "high." The customer had not yet taken action to address the high blood glucose level when they called but planned to administer an injection via multiple daily injections (mdi). Technical support assisted the customer with resetting the pump malfunction, which was successful, and the customer was informed to continue using the pump and to contact support again if the issue recurred.